Event description:
The customer called to get assistance on setting the time and the date on the insulin pump. The customer stated that she was hospitalized for diabetes ketoacidosis and high blood glucose of over 600 mg/dl. The customer stated that once her blood glucose was under control, she was released. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.